Manufacturer narrative:
The product was not returned for analysis. The photos provided show what appears to be a scrape\mark near the edge of the optic portion of the lens. It can not be determined it the scrape\mark is on the posterior or anterior surface of the lens. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, there appears to be a scrape\mark on the optic portion of the lens. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implant of an intraocular lens (iol) there was a straight scratch found at the upper left side on the lens. The scratch appeared to be foreign material, however was unable to be removed therefore it was decided it was a scratch. The lens remains implanted because the scratch is not located in the visual field of the patient. Additional information was requested.